Event description:
Patient has been reported of hard spot in lens that scratch in the patient's eye. The lens that supposedly caused the sratch was from, as 7184-0600 & a7285-0325. The patient had been put on medication for treatment. The complaint follow up form has received on 2/2/2007 that informed synergeyes that the injury was major and the patient were using medication for treatment.

Manufacturer narrative:
Complication rare, but not unknown, no evidence of malfunction of the device, but rather an inherent risk of contact lens wear.